Event description:
Report from sales rep reports separation of tubing from the luerlock on a neonate. Awaiting word from account regarding pt condition. Account reports this was on a 4 month old and although there was blood loss, no intervention was required and no injury to the pt.